Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Female consumer via phone stated that the mouthpiece came loose mid-use. The brush head no longer stayed attached properly. No injury was reported.